Manufacturer narrative:
Evaluation completed. One opened bl5612 pouch from lot v7965 was returned. The expiration date on the label is (B)(6) 2018. The tip protector was not returned. The needle wass not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was off center of the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle does not reach the cutting edge it stops at approximately 1/2 port. The inner needle is moving just not advancing all the way to the cutting edge. The cutter has good aspiration.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(4) reported the cutter was not cutting well. Nurse changed cutter and with no issues.